Manufacturer narrative:
E1 phone number: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during procedure the shockpulse lithotripsy footswitch had constant state of activation when the footswitch was connected. The procedure was completed using similar device. There was a five minute procedural delay but no reports of patient harm.

Manufacturer narrative:
E1 phone number: (B)(6). This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. . The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty footswitch, the most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during procedure the shock pulse lithotripsy footswitch had constant state of activation when the footswitch was connected. The procedure was completed using similar device. There was a five minute procedural delay but no reports of patient harm.